Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Update b1, b2, b5, h1, remove health effect ¿ clinical code 4582, health effect ¿ impact code 2199 update b1, b2, b5, h1, remove health effect ¿ clinical code 4582, health effect ¿ impact code 2199.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer went to the emergency room with a blood glucose level of 456 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released the same day with issue resolve and no permanent damage.